Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size g, catalog # 42532007902, lot # 62358159. Articular surface fixed bearing ultracongruent (uc) right 10 mm height, catalog # 42521200610, lot # 62239771. Device evaluated by MFR: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is large joint effusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.